Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the facility has a chemo patient with a powerpicc solo that allegedly developed a pinhole leak and leaked (5fu) chemotherapy onto the dressing. The PICC was in the patient for two weeks and it was noted that there was a leak under the dressing. The PICC was replaced. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a pinhole leak in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was unknown single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a small split was observed between the 6-cm and 7-cm depth marks. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Whitening accompanying the hole along the same circumferential line. Preferential kinking at the break/kink site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The powerpicc solo IFU states the following: ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ ¿caution: the catheter must be secured in place to minimize risk of catheter breakage and embolization.¿ ¿the statlock® catheter stabilization device is included in powerpicc solo2 ® catheter kits. Please refer to instructions for use on the proper use and removal. The statlock® catheter stabilization device should be monitored daily and replaced at least every seven days.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility has a chemo patient with a powerpicc solo that allegedly developed a pinhole leak and leaked (5fu) chemotherapy onto the dressing. The PICC was in the patient for two weeks and it was noted that there was a leak under the dressing. The PICC was replaced. No patient injury reported.